Event description:
It was reported that the right atrial lead exhibited loss of capture and undersensing. Fluoroscopy revealed that the lead was dislodged. The lead was explanted and replaced. There were no complication for the patient.

Manufacturer narrative:
(B)(4).